Manufacturer narrative:
The events of lymphoma-alcl-suspected and infection(unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Date of alcl diagnosis: (B)(6) 2012.

Event description:
Patient representative reported ¿alcl,¿ ¿infection,¿ ¿heat sensation,¿ ¿mental pain and suffering,¿ ¿chronic pain,¿ ¿pain prior to explant procedure," ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿mental and emotional suffering, fear¿ apprehension,¿ ¿anguish and fear due to risk of further/increased risk of alcl¿¿, ¿rashes," "itching" and ¿swelling." Patient representative also reported "¿disfigurement¿ ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disability¿ and ¿personal injuries and related damages;¿ these events are not related to the device.

Event description:
Patient representative reported the patient had capsular contracture baker grade unspecified, rippling, malposition, discomfort, and enlargement that was possibly fluid. Patient representative reported ¿alcl,¿ ¿infection,¿ ¿heat sensation,¿ ¿mental pain and suffering,¿ ¿chronic pain,¿ ¿pain prior to explant procedure," ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿mental and emotional suffering, fear¿ apprehension,¿ ¿anguish and fear due to risk of further/increased risk of alcl¿¿, ¿rashes," "itching" and ¿swelling." Patient representative also reported "¿disfigurement¿ ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disability¿ and ¿personal injuries and related damages;¿ these events are not related to the device. Device was explanted. This record is for the right side.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2018 through (B)(6) 2020, was noted an outlier in (B)(6) 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma-late, malposition are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unspecified, rippling, malposition, discomfort, and enlargement that was possibly fluid. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported the patient had capsular contracture baker grade unspecified, rippling, malposition, discomfort, and enlargement that was possibly fluid. Device was explanted. This record is for the right side.